Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated aspartate aminotransferase (ast) result on the architect c8000, serial number (B)(6). Through an extensive investigation, the fsr found the tubing, peristaltic head (rohs), part number 7-35009685-02, and the bellows set,incl rod & fitting (rohs), part number 2-89055-02, needed to be replaced, which resolved the customer¿s complaint. There have been no further reports of discrepant ast results reported by the customer since the current complaint. A review of the instrument history revealed no contributing factors on or around the time of this complaint. A search for similar complaints for the tubing, peristaltic head (rohs), part number 7-35009685-02, and the bellows set,incl rod & fitting (rohs), part number 2-89055-02 was completed, and no issues were identified. A review of tracking and trending was performed, and no trends were identified for the tubing, peristaltic head (rohs), part number 7-35009685-02, and the bellows set,incl rod & fitting (rohs), part number 2-89055-02, or the architect c8000 analyzer. A review of manufacturing documentation was performed, and no issues were identified. A review of labeling was performed and adequately addresses the customer issue. Labeling includes (but isn¿t limited to) operational precautions and limitations, troubleshooting of the fluidics subsystem, and troubleshooting of elevated concentrations and erratic sample results. It also provides instructions on the removal, the replacement, and the verification procedures for the tubing, peristaltic head (rohs), part number 7-35009685-02, and the bellows set,incl rod & fitting (rohs), part number 2-89055-02. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified for the tubing, peristaltic head (rohs), part number 7-35009685-02, and the bellows set,incl rod & fitting (rohs), part number 2-89055-02, or the architect c8000 analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely increased aspartate aminotransferase (ast) result for a pregnant woman in the labor and delivery department on an architect c8000 analyzer. The following data was provided (customer¿s reference range is 5-34 u/l): initial result was 311 u/l, which was reported to the physician. Based on this result, the patient was given 4g of magnesium sulfate in 100 ml sterile water for injection IV. The patient was redrawn and tested on another analyzer and the result was 18 u/l. The initial sample was then retested, and the result was 16 u/l. There was no negative impact to the patient or baby due to the unnecessary magnesium sulfate.